Event description:
It was reported that prior to a core valve implantation procedure, after accessing the common femoral artery percutaneously, a guide wire was inserted, and the puncture site dilated with a 6-french sheath. Pre-close placement of the sutures in the common femoral artery was achieved using a prostar xl device. Reportedly, during the core valve implantation procedure, the access site was dilated to 22-french to match the outer diameter of the delivery catheter. After completion of the core valve implantation procedure, an attempt was made to use the suture for arteriotomy closure, but although the prostar xl suture was deployed properly, the two assisting physicians did not pull the sutures correctly through the distal end of the barrel, which caused the knot to be deformed and the suture to break. Due to the large sized access site, there was strong bleeding that caused a decrease in blood pressure. To treat the decrease in blood pressure and bleeding, the patient was placed in the trendelenburg position, treated with an unspecified catecholamine drug, and the site was surgically sutured, which stopped the bleeding and achieved hemostasis. Hospitalization was extended longer than usual by one week. There were no reported adverse patient sequelae. Although the primary physician was reported to be trained in the use of the prostar xl device, during the procedure the primary physician was called away to assist in another non-related procedure. Both of the assisting physicians who completed the procedure were reportedly not trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/ instructions and operator not trained. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. Reportedly, the two assisting physicians who completed the procedure were not trained in the use of prostar xl device. The knot was not properly formed and the suture broke. The prostar instructions for use indicates the device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device.